Manufacturer narrative:
A1: patient identifier: requested, not provided due to hippa . A2: age & date of birth: requested, not provided due to hippa. A3: patient sex: requested, not provided due to hippa . A4: weight: requested, not provided due to hippa . A5: ethnicity: requested, not provided due to hippa . A6: race: requested, not provided due to hippa . D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the physician stated that the hemostasis valve of the glidesheath device continued to leak throughout the case. The patient was unaffected, and the procedure was successful. The blood loss was less than 250cc's. There was no patient injury/medical or surgical intervention required. Additional information was received on 08 may 2023: the procedure performed was a left heart catheterization. The device did not appear to be damaged. The procedure was completed successfully using the valve. The patient was in stable condition.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the device return date in section d9, and to provide the completed investigation results. One 6fr gss sheath and dilator were returned for assessment. No visual abnormalities were seen on the sheath nor dilator. The sheath valve was subjected to leak testing without anything inserted in it and with the dilator inserted in it. The valve passed leak testing in both instances. The complaint cannot be confirmed for valve leakage because the sample passed leak testing. The exact root cause of the valve leakage experienced by the user could not be determined. No failure mode was detected on the returned device. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).